Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing discomfort at her scs ipg site. As a result, the patient's ipg was explanted and replaced during surgery on (B)(6) 2015, and the ipg pocket was relocated. The patient's ipg was electively replaced to take advantage of new technology. The issue reportedly resolved postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.